Manufacturer narrative:
Per perport, "per customer call, they've been using this product for a year. Customer says that it takes an hour to get through one treatment. Additionally, the filter is missing." Customer also reported, "the nebulizer, medline aeromist compact, was being used for inhalation of medicines to treat a respiratory condition. But the time each treatment was taking became very long. Treatments were taking 1 or sometimes 2 hours for completion. We understand it should be much more efficient than this. It was very difficult for the patient because she needed to do 4 treatments a day, which could take almost 4-6 hours time. It was exhausting and very challenging because her entire day was limited by these treatments. " there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per perport, "per customer call, they've been using this product for a year. Customer says that it takes an hour to get through one treatment. Additionally, the filter is missing."